Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. After further review of the device¿s interior, there is corrosion inside the battery compartment and around the battery connectors. The internal battery was stuck to the case, and the battery board looks as though the edges melted off. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Did not note any cracks in the battery compartment, battery threads, in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer was unable to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.